Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Not available at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be fully operational with no issues. The system passed a system checkout.

Event description:
Medtronic received information that a monitor went black for 2-3 seconds during training, but then reappeared. A medtronic rep. On-site was unable to replicate the issue. There was no patient present when this issue was identified. (B)(6).

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.